Event description:
It was reported that the ventilator would lose power and have to be restarted during the night. This happened multiple times before morning. The patient only uses the ventilator during hours of sleep. No patient harm reported.